Manufacturer narrative:
(B)(4)

Event description:
It was reported that both incidents involved the same female patient. The first incident involved a midline that had to be removed after less than 24 hours due to occlusion. It was noted that the insertion of the pi midline on the left humerus was performed without any issues. Later that evening, the nurse informed that the catheter was blocked, requiring the urgent insertion of a cvc. The next day, an echography was performed to assess the blockage, confirming that the catheter was in place with no thrombus observed in the vein. The device was subsequently removed. Upon removal, it was observed that the catheter was kinked in three places. Another midline device was successfully placed. This resulted in a delay in treatment and additional screening. The 2nd incident involved the introducer. The nurse noticed a fragility when attempting to peel it off. A similar issue had been reported previously (emdr# 3006425876-2024-01131). This time the nurse was warned, took all the necessary precautions to peel it off gently during her gesture. There were no consequences for the patient, and the midline was operational. The associated emdr report numbers are 3006425876-2025-00168 .

Manufacturer narrative:
(B)(4) the customer returned one 1-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed that the catheter body was kinked towards the proximal end and in the middle. The appearance of the kinking appears consistent with undue force applied during use. No other defects/anomalies were observed with the catheter integrity. The kinks in the catheter body were measured at 62mm, 75mm, and 115mm from the juncture hub. A slight bend was also noted from 75mm - 120mm from the juncture hub. The catheter body length measured 8 1/2", which is within the specification limits of 8 7/32" - 8 23/32" per the catheter product drawing. The catheter body outer diameter measured 0.0545", which is within the specification limits of 0.0540" - 0.0570" per the catheter extrusion product drawing. The catheter body inner diameter at the distal tip measured 0.036", which is within the specification limits of 0.035" - 0.038" per the catheter extrusion product drawing. A lab inventory guidewire with a diameter of 0.018" was inserted through the catheter. Little to no resistance was encountered as the guidewire passed completely through the assembly. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." A device history record review was performed , and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body showed evidence of kinking. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that both incidents involved the same female patient. The first incident involved a midline that had to be removed after less than 24 hours due to occlusion. It was noted that the insertion of the pi midline on the left humerus was performed without any issues. Later that evening, the nurse informed that the catheter was blocked, requiring the urgent insertion of a cvc. The next day, an echography was performed to assess the blockage, confirming that the catheter was in place with no thrombus observed in the vein. The device was subsequently removed. Upon removal, it was observed that the catheter was kinked in three places. Another midline device was successfully placed. This resulted in a delay in treatment and additional screening. The 2nd incident involved the introducer. The nurse noticed a fragility when attempting to peel it off. A similar issue had been reported previously (emdr# 3006425876-2024-01131). This time the nurse was warned, took all the necessary precautions to peel it off gently during her gesture. There were no consequences for the patient, and the midline was operational. The associated emdr report numbers are 3006425876-2025-00168 and 3006425876-2025-00169.